Event description:
It was reported that the system 8800 displayed "generator error" during a procedure when the c-arm was placed in the lateral position. Once the system was reinitialized, the error was removed, and there were no further problems. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The high voltage cable was found to have damaged wiring and was replaced. The system was tested and found to be working as intended and placed back into service.